Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause and patient outcome were not reported. Treatment for the event was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.